Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a surgery and thought the catheter became disconnected from the pump. It was not known when this occurred. The patient opted out of surgery to revise the catheter. Telemetry confirmed a critical alarm for end of service (eos) due to normal battery depletion. A pump explant date was going to be scheduled but was not going to occur for ¿several months¿. Additional information received reported that the patient was having no symptoms. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).